Manufacturer narrative:
(B)(4).the report could not be confirmed in the lab since there was no sample returned. Therefore, the cause was undetermined. A batch review could not be done since the lot number is also unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown.

Event description:
The registered nurse (rn) contacted baxter product surveillance on (B)(6) 2011 and reported that a transfer set broke while connected to the catheter. The nurse stated that when the home patient (hp) took the minicap off of the transfer set, the transfer set immediately started leaking. The rn stated she thinks there might have been an issue with the open and closing mechanism of the transfer set. The rn stated this was the second catheter that the hp had had with this issue and the hp has only had a catheter for a couple of weeks. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.